Event description:
Upon review of the event history, baxter personnel found that a colleague infusion pump had experienced failure code 807:05, which interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The follow up 001 MDR date was incorrect. The correct date is (B)(4) 2011.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective channel a pump head module (phm). To correct the condition, the channel a phm was replaced. If any additional information is received, a follow up MDR will be sent.